Event description:
An implant was placed 12/11/97, site 6. It failed due to mobility and was removed 7/28/98. Pt wore a partial denture, which may have applied a load prematurely to the implant after initial placement. One person affected.